Event description:
It was reported that this right ventricular (rv) lead exhibited impedance issues and high pacing thresholds. There is no future explant or revision scheduled at this time. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited impedance issues and high pacing thresholds. There is no future explant or revision scheduled at this time. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that the resolution for this patient is to continue to monitor this rv lead. This rv lead remains in service. No adverse patient effects were reported.